Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was not confirmed by failure analysis. The instrument was checked for recognition on an is-3000 system. The system successfully recognized the instrument. The pogo pins do not stick and are not contaminated. Additional observation not reported by site was the instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. Additionally on the surface of the distal pulley there were scratch marks/abrasions. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable and main tube scratches with light material removal were to recur could cause or contribute to an adverse event.

Event description:
It was reported during da vinci procedure the prograsp forceps instrument was not recognized. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.